Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged unless the usb cable was pushed into the usb port. Multiple charging supplies were used. Contact checked usb port and it was clean with no obstructions customer's blood glucose was 360 mg/dl. Customer reverted to using another pump for insulin therapy.